Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few days after implant, the lead showed no capture. An x-ray indicated that the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.